Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of downstream occlusion. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, downstream occlusion was not reproduced. The device was tested for downstream occlusion detection and it passed. A review of event history log revealed multiple occurrences of "downstream occlusion!" Alarms were observed, however, downstream occlusion detection testing failures cannot be determined through the history log. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The force sensor will be recalibrated as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.